Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The chronic total occlusion target lesion was located in the calcified and non tortuous right coronary artery. The 4.0x20mm apex balloon catheter was selected and advanced to the target lesion. The balloon was inflated up to 16 atms. Vessel dissection was noted. The patient was sent for surgery. No further complications were reported and the patient's condition was fine.